Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with the infusion set. Customer changed out the set and stated that her blood glucose levels have come down. Customer stated that everything is back to normal and she thinks it is her own error. Customer stated that she did a 0.7 prime while she not connected and nothing came out. Customer stated that the cannula was not bent or kinked. Customer stated that yesterday morning her blood glucose was 490 mg/dl when she woke up. Customer's current blood glucose is 190 mg/dl. Customer stated that she had dry mouth and was urinating more frequently due to her high blood glucose. Customer treated with the pump and gave herself a shot for the first time in 20 years. Customer took 4 units and re-did the pump. Customer stated that her blood glucose started to come down. Customer was advised to verify the accuracy of their programming with their health care professional. Customer was advised to do a complete set change.